Event description:
Report received of a pa catheter balloon rupture while in the pt. The customer states the insertion of the catheter went without difficulty. The balloon inflated fine pre-insertion. With the first inflation to get the wedge pressure, the catheter would not wedge. The catheter was removed and the balloon was found to have broken. The pt did not experience any adverse effects. A second catheter had a balloon rupture pre-insertion. A third catheter was placed without any problems. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.